Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.00 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found central stent damage. One of the struts on row 12 from the proximal end was lifted and pulled distally. The remainder of the stent was undamaged and showed no signs of movement. The crimped stent od (outer diameter) for the undamaged portion of the stent was measured and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. The hypotube was broken at approximately 96cm proximal to the port bond. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. A 3.00 x 28 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The difficulty crossing caused the device to kink in two locations on the monorail portion of the device, outside the patient's body. The device ended up breaking at one of the kink spots, outside the patient and outside the tuohy. The device was completely removed from the patient¿s body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that a shaft break occurred. A 3.00 x 28 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The difficulty crossing caused the device to kink in two locations on the monorail portion of the device, outside the patient's body. The device ended up breaking at one of the kink spots, outside the patient and outside the tuohy. The device was completely removed from the patient¿s body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.